Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) requesting for an anm pump. The patient did not allege any harm or injury during the contact with anm. The patient claimed that he had a pump a few years ago and "it broke.' Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. It is unclear what the actual issue is with the subject pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump "broke." However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.